Event description:
It was reported that two vision stents were implanted in the pt; however, the pt is worried that she (the pt) might experience an adverse reaction because there is nickel (an element in l-605 cobalt chromium alloy) in the vision stent. The pt is stable at this time and has been referred to an allergy specialist. There was no additional info available.